Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed non-sustained ventricular oversensing episodes that indicated the presence of pseudo-pseudofusion during a slow ventricular tachycardia. The patient was asymptomatic. The recommended programming change to better detect the slow arrhythmia was not yet completed. The patient condition was stable following the event.